Event description:
Philips received a complaint on an intellivue mx750 patient monitor indicating the non-invasive blood pressure (nibp) measurement is incorrect. This device indicates a pressure of 47/50 when the values for the same patient are normal for all other monitors. The device was in use on a patient at time of event, there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.